Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The complaint was not confirmed by failure analysis since the product was not returned, the information gathered can't confirm nor deny that the reported device may have contributed to the customer reported issue. A definitive root cause cannot be determined based on the information provided. Since the product was not returned and the system log review didn¿t show any related errors, the reported event was unable to be confirmed or replicated. However, a potential/common cause of cable breakages, whether partial or full, is commonly attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument ceased to respond and locked onto a vessel after application. Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information: the affected instrument was 470327/k10231027 0432. The event date is september 11, 2025. The instrument was inspected prior to use and all seemed in order. The type of clips that were used with the clip applier instrument was the hem-o-lock ml with reference number (B)(4). The vessel/tissue bundle was not greater than the specified diameter suggested in the IFU. The clip applier was used only one time (first application) during the case when the incident occurred. The issue was resolved by the surgeon, who managed to disengage the clip applier with another instrument. There was no reported injury. The reported issue caused a delay of less than 15 minutes. The instrument is available for return for evaluation. The surgeon involved may have photos/videos of this event.